Event description:
It was reported that patient underwent an unknown procedure on (B)(6) 2025. After struggling in the centering of the ceramic insert into the cup, during impaction the implant broke in the peripheral region. All fragments had to be removed and a new ceramic insert was used. Procedure was completed successfully with a delay of fifteen minutes.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the catalog/model number was not provided, (01)gtin is not available.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: after struggling in the centering of the ceramic insert into the cup, during impaction the implant got broken in the peripheral region. The product was not returned to j&j medtech orthopaedics, however photos were provided for review. See attachment img_0158.jpg. The photographs attached were reviewed, however they do not represent the reported cup. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. A manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. If the lot/serial number becomes available, the record will be re-assessed. The overall complaint was not confirmed as the photographs provided are not representative of the reported cup. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. If the lot/serial number becomes available, the record will be re-assessed.